Event description:
It was reported that prior to an abdominal aortic aneurysm repair procedure, pre-close placement of the sutures was attempted of the femoral artery using perclose proglide devices. Reportedly, during deployment of the first proglide device, after suture deployment, the device was stuck in patient and unable to be removed. Although the lever was down fully and not deployed, the device could not be removed from patient. The physician tried to remove the device by lifting the lever up again and down, but the device remained stuck. The device was removed by decreasing the angle of the device and with some force the device was removed. Upon removal of the device, it was found that the foot plate was not fully retracted although the lever could not be pushed down further. There appeared to be some plaque or tissue caught under the foot plate preventing its full retraction. Two additional proglide sutures were placed in the artery, set to the side, the access site was upsized to an unspecified sized sheath, and after conclusion of the abdominal aortic aneurysm repair procedure, the pre-placed sutures and a third proglide were used to seal the artery to achieve hemostasis. The patient lost a lot of blood and developed issues with blood pressure during the case. There were no reported adverse patient sequelae. A 45-60 minute significant clinical delay in the procedure was reported. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report the following additional information was received: arteriotomy closure was attempted in the common femoral artery. Difficulty was reported pulling back the device to harvest the suture. The device was removed from the patient anatomy without fully retracting the foot. The blood pressure issue was treated with an unspecified medication. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device, incomplete foot retraction, and difficulty harvesting the suture could not be confirmed because the received device does not match the reported experience. Clarification from the customer indicated that the correct proglide device was returned. The device foot was in the parked position and seated fully within the guide. The link was not tucked within the guide, but was slacked indicating the foot was deployed prior to returning. The suture was tucked into the guide without slack, indicating the needle plunger was never depressed. The most probable cause for the reported experience was determined to be the operational context the device was used. There was no deficiency identified in the returned device. Based on visual analysis and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) - reportedly the proglide device was removed by decreasing the angle of the device and with some force, the device was removed without fully retracting the foot. The proglide device instructions for use state under the precautions section, do not advance the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair.